Manufacturer narrative:
Visual and functional evaluation of the returned device found no failures and the jaws/cups would open and close within specification. The reported event of patient perforation could not be confirmed through product analysis. The device returned does not have any visual failure and the jaws/cups would open and close within specification. Therefore, the most probable root cause of this complaint is anticipated procedural complication since the complaint is due to a known physiological effect of the procedure noted within the directions for use. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that a radial jaw 4 single use biopsy forceps standard capacity was used in the right colon during a colonoscopy procedure. According to the complainant, during the procedure, tearing of mucosa was noted upon taking a biopsy using a radial jaw 4 single use biopsy forceps standard capacity. The procedure was completed using another of the same device and the patient was discharged. Later that evening, patient returned to the hospital and presented to the ER where perforation was noticed. No intervention was required to address the perforation, just observation. Additionally, the cause of the perforation is unknown. Patient is currently reported to be fine.

Event description:
It was reported to boston scientific corporation that a radial jaw 4 single use biopsy forceps standard capacity was used in the right colon during a colonoscopy procedure. According to the complainant, during the procedure, tearing of mucosa was noted upon taking a biopsy using a radial jaw 4 single use biopsy forceps standard capacity. The procedure was completed using another of the same device and the patient was discharged. Later that evening, patient returned to the hospital and presented to the ER where perforation was noticed. No intervention was required to address the perforation, just observation. Additionally, the cause of the perforation is unknown. Patient is currently reported to be fine.

Manufacturer narrative:
Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.